Event description:
The dressing was being changed because it was non-occlusive. My assistant held the infant's arm at the shoulder and wrist. IV tubing was held in place at the wrist to prevent the weight of the tubing from pulsing on the catheter. The dressing was already loose on all four sides except for the catheter and the "heart". While I placed pressure on the insertion site, I began removing the remainder of the dressing. Before the dressing was completely off my assistant noted the catheter and the "heart" were separated (catheter broke). The heart was still attached to the tegaderm.

Manufacturer narrative:
The results of the investigation will be provided in a supplemental report when the investigation is complete.